Event description:
It was reported post-operatively of a laparoscopic cholecystectomy the cystic artery bled. The er320 used in the case did not seem to malfunction at the time. The patient has asked the hospital for medical records. The surgeon provided no further information. Rpo 2/21/97 received medwatch without number stating "intra-abdominal bleeding post laparoscopic cholecystectomy due to questionable faulty clip. Co used disposable endoscopic rotating clip applier and clips." Clinical follow-up: 2/17/97 1622 message and 800# left on risk manager's pm requesting follow up. 2/21/97 0945 risk manager called back and stated she has investigated the event and will send medwatch upon completion. She stated the patient was re-operated on.